Event description:
Patient representative alleged "patient was diagnosed with bia-alcl on (B)(6) 2021. Patient suffered and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, bia-alcl, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, cancer treatments, infection, disability, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture, mental anquish and fear due to fear of recurrence." Pathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
(B)(4). Additional implanting/explanting physician information has not been provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, capsular contracture, infection, and lymphom-alcl-suspected are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma, capsular contracture, infection, and lymphom-alcl-suspected.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. In additional complaints were noted for devices sterilized under sterilization run 117863. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for the period of apr-2020 through mar-2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient representative alleged "patient was diagnosed with bia-alcl on 15/sep/2021. Patient suffered and continues to suffer, from permanent physical injury, mental and emotional suffering, fear, grief, anxiety, apprehension, permanent scarring, and financial loss, including but not limited to, bia-alcl, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, cancer treatments, infection, disability, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture, mental anquish and fear due to fear of recurrence." Pathological markers confirming alcl have not been received. Device has been explanted.